Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2024-09011. Further reported will be done under 1627487-2024-09011.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced charging issue with the charger and did not recharge the ipg for an extended period of time, rendering the ipg to be inoperable since 2019. As such, surgical intervention may take place at a later date to address the issue.